Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13686; 2938836-2019-13690; 2938836-2019-13691. It was reported that the patient presented for rv lead revision due dislodgement and inappropriate shocks, the pocket was noted to be infected. The system was explanted. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.